Event description:
It was reported that the patient went through a metal detector last week and did not know if that was causing the increase in burning and throbbing. It was noted that the patient had been having some problems off and on with the device. It was noted that the patient tried changing the frequencies on it several times. It was noted that for over a year now, they had been feeling a burning and throbbing and it increased ever since going through the metal detector. It was noted that every time the patient changed that level of frequency, either up or down it sputtered and the patient had an increase in burning, especially in the legs, centered in the left leg and right leg but mainly in the left leg where they had problems, down to the foot area. It was noted that the manufacturer representative had helped the patient adjusted the frequency since last year and now the health care professional (hcp) was suggesting different treatment options. It was noted that originally the device helped in the beginning with the pain but now the patient had other symptoms like an increase in pain and burning. It was noted that the patient was not sure where it was coming from, if it was the reflex sympathetic dystrophy or something else. It was noted that every time the patient increase the frequency, they had an increase in burning, so they would shut it off and cycle back and forth, turning it up and down. It was noted that the manufacturer representative had tried to help patient reach a comfortable setting, but the patient was unable to reach that comfortable setting.

Manufacturer narrative:
Concomitant medical products : product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial#: (B)(4), product type: recharger. Product ID: 37743, serial#: (B)(4), product type: programmer. (B)(4).